Event description:
The complainant reported that during placement of the impella 5.5, the wire and catheter were difficult to advance past the anastomosis. A straight glidecatheter with an angled glidewire was used successfully, followed by the combination of the c-one and safety j-wire to cross the aortic valve. The pump was primed by the perfusionist, the wire was exchanged, and the impella 5.5 was placed after some difficulty with the inlet making the turn from the axillary artery into the descending aorta. The wire was removed, and the pump was started, repositioned, and sutured in place. Three-point fixation was applied, and the pump operated with extracorporeal membrane oxygenation. During diagnostic and percutaneous coronary intervention access, the physician noted that the wire bent in the axillary artery and was difficult to visualize on the x-ray. It was stated that being more radiopaque would allow better observation and prevent it from plowing in. The sheath was removed. Amiodarone and epinephrine were administered, and epinephrine was being weaned. The patient was taken back to the cardiac catheterization laboratory due to new st elevations and loss of pulse in the right foot after the six french sheath was removed in the cardiovascular intensive care unit. All stents and grafts were open. The iliac artery was occluded, and slow flow was present, extending only to the knee via the superficial femoral artery. The vascular surgery team was consulted. The patient was brought back to the operating room where the vascular surgeon placed a viabahn stent in the right iliac artery, restoring flow to the right leg. Flow below the knee was present. The patient remained on the ventilator and continued receiving amiodarone and epinephrine. Chest x-rays showed improvement in pulmonary edema. All pulses were confirmed by doppler. The patient tested negative for heparin-induced thrombocytopenia, but argatroban drips were started as a precaution. Packed red blood cells were administered. The patient was extubated and placed on oxygen via nasal cannula while continuing on amiodarone and argatroban. The protek duo was unsuccessfully weaned as the patient did not tolerate the procedure. Oxygen saturation and blood pressure dropped, and dobutamine was restarted. Argatroban and dobutamine were continued. The peritoneal dialysis gas clamp was applied with plans to keep it clamped and consider decannulation. Suction alarms were noted. Hemoglobin was low, and the patient received one unit of blood. Milrinone was started, and argatroban was running. Extracorporeal membrane oxygenation was decannulated. Chest x-ray showed worsening pleural effusion. An echocardiogram showed an ejection fraction of twenty-five percent. Argatroban and milrinone were continued. A suction alarm occurred while walking. The impella 5.5 was explanted without complications. Argatroban and milrinone were continued.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary product damage (guidewire kink): the guidewire was not returned for investigation. Data log review was not required for this case run. Clinical details indicate that during placement of the impella 5.5 s2, the physician noted the wire bent in the axillary artery and was difficult to see on x-ray. The patient was reported to have stenosis, and there was difficulty advancing the wire and catheter past the anastomosis. The guidewire kink was most likely related to challenging patient anatomy; however, the actual damage could not be confirmed without returned product investigation.